Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm perimount aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26mm 9750tfx transcatheter valve. Case went as planned.

Event description:
It was reported a patient with a 25mm 2700 aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to degeneration and central regurgitation. Patient presented with shortness of breath. Tavr was successfully performed with a 26mm 9750tfx transcatheter valve. Case went as planned. Patient was stable at the end of the procedure.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was not performed, as no serial/lot number was provided. The most likely cause is patient factors, including hyperlipidemia (hld).